Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics assembly. The device had corroded motor home switch. The functional testing including the displacement, priming, basic occlusion, occlusion and no delivery tests were all unable to be performed due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, hospitalization, moisture damage and blank display. Customer's blood glucose level was 330 mg/dl. Customer treated their low blood glucose with a manual injection. Customer advised they were off of the insulin pump and they went to the emergency room as a result of low blood glucose. Troubleshooting for moisture damage was performed. Customer advised they were pushed into the swimming pool and the insulin pump completely shut off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.